Event description:
It was reported that during a laparoscopic gastric bypass procedure, the shears were activated on tissue that was in very close proximity to a staple line and shortly thereafter caused the instrument error #5 to be generated. A second shear was opened and the case completed. There was no pt consequence.